Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer found that faulty half height (hh) cubie drawer was preventing the station from powering up. The fse replaced the hh cubie bus module controller and the drawer controller board. Additionally, the drawer solenoid and plunger were replaced. After completing the repairs, the station powered up successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer stated that this malfunction caused a delay to the patient care. As per part investigation, it was determined that there was thermal damage observed on the drawer controller board and solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Correction: section d unique identifier (UDI). The report of the station not powering on was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: observed the reported issue of station not powering up found bad half-height cubie drawer the cause of station not being able to power up replaced the drawer controller board, solenoid, and pyxibus module controller tested and able to access all drawers, thermal damage was observed on the returned drawer controller board and solenoid multimeter testing noted shorted components only on the drawer controller board and solenoid no further testing was deemed necessary with these parts, as it may damage lab device components the device was in use for treatment purposes as intended per 21 cfr 820.198(d).